Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿works when it wants to.¿ the patient had been having problems with stimulation for two months and she would be going along and all of the sudden it quits. If she lay down in bed on her back it would spike, and if she turned on her right side it would go in her left leg, which it was not supposed to do, and if she went on her left side it would shut off completely. The patient healthcare provider (hcp) told her that she needed to go to a 3 week class to learn how to deal with chronic pain. The patient had dealt with chronic pain for 7 years and believed she didn¿t need the class since she had an ins. It was noted the patient didn¿t believe she had a managing hcp for her ins system. It was reported that the patient had never been overdischarged, had adaptivestim programmed, and had several programming sessions. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.